Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient experienced hyperglycemia due to an intermittent power issue. Reportedly, the patient¿s blood glucose (bg) reading was at 309 mg/dl with extreme thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter noted that moisture was evident behind the display. The reporter alleged that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reported issue was not resolved with troubleshooting. The reported hyperglycemia did not meet the criteria for a serious injury. This complaint is being reported based on the allegation of an intermittent power issue that was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged moisture ingress issue was verified in the evaluation, but the intermittent power issue was not duplicated. Review of black box data did not find power on reset events. The return battery cap contact measurements were within specifications and the pump was able to power up with the returned cap. Auditory and vibratory features were operational. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Removal of pump casing found evidence of moisture intrusion inside the pump.